Manufacturer narrative:
UDI ((B)(4). Investigation ongoing.

Event description:
As reported by our affiliates in (B)(6), during the implant of a 26mm sapien 3 valve by transfemoral approach in aortic position, the balloon burst at the moment of valve expansion. Despite several attempts, part of the balloon remained implanted and excluded from circulation by the placement of a covered aortic stent. No further information is available at this moment.

Manufacturer narrative:
Per additional information valve degree of calcification was moderate. Access vessel degree of calcification was moderate, and tortuosity was moderate. During the transfemoral procedure, the balloon burst at the end of the inflation of a sapien3. The balloon burst into the form of parachute making impossible insertion in the esheath. After several attempts, the end of the balloon and the nose cone broke. The commander delivery system could not be removed. Attempts to remove by endovascular way (with a lasso), the shape of the balloon in parachute did allow this manipulation. At the end of resource, the team took the decision to jail the nose cone in the descending aorta with an endoprothesis. The patient is alive and well. The valve was correctly deployed. No balloon aortic valvuloplasty (bav) was performed.  Only parts of the delivery system were returned to edwards lifesciences for evaluation after being used in the procedure. There were a flex shaft and balloon shaft returned with portion of inflation balloon; the handle and the distal balloon were not returned. No imagery was provided by the site. Per visual inspection, there were kinks on the flex shaft approximately 20¿ and 30¿ from the flex tip. There was compression at the distal flex shaft and a burst inflation balloon. No relevant functional testing could be performed due to the condition of the returned device (burst balloon). The complaint was confirmed through visual inspection of the balloon. Regarding balloon ¿ separated, no relevant functional testing could be performed due to the condition of the returned device (separated balloon). The complaint was confirmed through visual inspection of the balloon. Regarding delivery system ¿ withdrawal difficulty through sheath, no relevant functional testing was able to be performed due to the returned condition of the device (only parts of the delivery system were returned). The complaint was confirmed through visual inspection of the delivery system. Balloon single wall thickness was measured along four locations of the balloon tear. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. Measurements meet the specification. The work orders for components most relevant the reported complaint were reviewed and did not reveal any issues that could have contributed to this complaint. A review of lot history for the related work order revealed one other related complaint. A review of the complaint history from (B)(6) 2017 to (B)(6) 2018 revealed additional returned complaints for ¿balloon - burst¿ for the commander delivery system (all models and sizes). Review of complaint history revealed that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. A review of the complaint history revealed that the occurrence rate for ¿balloon ¿ burst¿ did not exceed the (B)(6) 2018 control limit for the trend category of ¿balloon - burst¿. A review of the complaint history from (B)(6) 2017 to (B)(6) 2018 revealed additional returned complaints for ¿balloon ¿ separated¿ for the commander delivery system (all models and sizes). These complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggests that patient/procedural factors may have contributed to the event. A review of the complaint history revealed that the occurrence rate for ¿balloon ¿ separated¿ did not exceed the (B)(6) 2018 control limit for the trend category of ¿separated¿. A review of the complaint history from (B)(6) 2017 to (B)(6) 2018 revealed additional returned complaints for ¿delivery system ¿ withdrawal difficulty through sheath¿ for the commander delivery system (all models and sizes). These complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggests that patient/procedural factors may have contributed to the events. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the control limits for the trend category ¿withdrawal difficulty.¿ therefore, no corrective or preventative action is required. A review of the complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the trend category of ¿withdrawal difficulty¿. Commander delivery system instructions for use (IFU), esheath IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the ifus and training manuals, no deficiencies were identified. During the manufacturing process, multiple visual inspections and tests are performed throughout the process. Prior to the balloon pleat, fold, and forming process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size (using a go/nogo gauge) and contamination. Visual balloon inspection is performed. During the distal to proximal visual inspection, assembled devices underwent 100% final inspection by manufacturing and quality, which includes inspection of distal and proximal balloon covers, 100% visually inspect the inflation and crimp balloons for distorted/pinched folds, wrinkles/waviness, and fold lines. Product verification (pv) testing was performed on lot samples including retrieval force of system through sheath and flex and balloon fatigue and burst pressure. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaints for ¿balloon- burst¿, ¿balloon ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty through sheath¿ were confirmed, however no manufacturing nonconformities were found in the returned sample. No visual abnormalities were observed on the returned sample, and dimensional measurements met specification. Review of manufacturing mitigations, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training materials revealed no deficiencies. Review of complaint history revealed that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. Per case notes and attachments, the patient valve degree of calcification was moderate, and the access vessel degree of calcification was also moderate. Furthermore, the complaint description states that ¿despite several attempts, part of the balloon remained implanted.¿ the complaint notes state that the balloon burst resulted in ¿the form of parachute making impossible insertion in the esheath¿. This would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile was caught on the tip of the sheath, resulting in the two kinks on the flex shaft and compression at distal flex shaft. As such, available information supports that patient factor (calcification) and procedural factor (multiple attempts to withdraw burst balloon and delivery system into sheath) likely led to the reported events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no manufacturing non-conformances were identified in the product evaluation and the occurrence rates did not exceed control limits for the respective trending categories, a pra is not required. The complaints for ¿balloon- burst¿, ¿balloon ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty through sheath¿ were confirmed. No manufacturing nonconformities were found in the returned sample. No visual abnormalities were observed on the returned sample, and dimensional measurements met specification. Available information indicates that patient/procedural factors (calcification, multiple attempts to withdraw burst balloon and delivery system into sheath) may have contributed to the events. Since the occurrence rates do not exceed the (B)(6) 2018 control limits for the respective trend categories, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by our affiliates in france, during the implant of a 26mm sapien 3 valve by transfemoral approach in aortic position, the balloon burst at the moment of valve expansion. Balloon aortic valvuloplasty (bav) was not performed. The valve was deployed correctly. Despite several attempts, part of the balloon remained implanted and excluded from circulation by the placement of a covered aortic stent. The patient is doing well.